Event description:
The device was used during a thoracoscopic tumor resection. Reportedly, a component disengaged into the pt's cavity. The surgeon performed a re-operation and resected addition tissue to retrieve the component. The hosp has reported the pt's condition is satisfactory.